Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision asr/s-rom alval.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint, originally (B)(4), was re-opened upon receiving further information from kennedys which was: a full list of product codes and lot numbers previously unknown. The complaint was originally investigated as (B)(4), a copy of which can be found attached in this complaint in the notes and attachment section. This investigation is only reviewing the new information that has since been provided. No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision asr/s-rom alval. Code given is s-rom. Primary surgery date: revision surgery date: date (B)(6) 2003, but this does not have any details against it.